Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have a loose grip cable at the distal end. The instrument exhibited imprecise motion when the master tool manipulator (mtm)s were manipulated. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. Lag was observed or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the medium-large clip applier moved unexpectedly. They momentarily lost control. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected, and the arm drape was not saved. There did not have any additional information.